Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this right ventricular (rv) lead was seen in clinic and rv oversensing was observed in stored episodes. Due to the limited information received, further follow-up to obtain related details was not possible. No adverse patient effects were reported.